Event description:
The customer reported that there was a connection issue. Patient harm occurred but details were not provided.

Manufacturer narrative:
A philips technical consultant (tc) attempted to reach out to the customer three times with no success. The case was canceled per process because the customer was not reachable. There is insufficient information to rule out a product malfunction.